Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a patient, initial right knee implanted on (B)(6) 2013, underwent a revision procedure on (B)(6) 2021, approximately 7 years 9 months post the initial procedure. The plaintiff began to suffer from symptoms associated with the defects of exactech knee systems, including pain and lack of mobility. The clinical findings and diagnoses resulting from the revision surgeries are consistent with the defects of the exactech knee systems. No device returning due to this being a legal case. No further information.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain and revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.